Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned product identified shell was returned with scratches, gouges, and embedded bio debris. Lock ring was returned in the lock ring groove in the correct orientation. No other damage was noted. The liner was not returned. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined for the interaction issue of the liner not assembling. No problem was found with the locking ring, upon return it was not broken. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that during a hip procedure, the locking ring on the cup was found damaged. When going to assemble the head, the locking ring was noticed as broken and the liner was not seating. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.